Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: during evaluation of the sample a tear measuring approximately 0.7 cm was observed within a fold or wrinkle on the posterior aspect. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 225cc mentor memorygel breast implant (left) and an unknown mentor gel implant (right) experienced bilateral capsular contracture (baker grade unknown) and left sided rupture post procedure. As a result, bilateral capsulotomy was performed. The left implant was found to be ruptured on explant and was replaced with another 225cc mentor memorygel breast implant. The unknown mentor gel implant was found to be intact and placed back inside the patient. The reuse of these devices is off label use. This report relates to the left prosthesis. See 1645337-2019-21116 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).